Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin properly. This could not be confirmed however; as pump was not available for troubleshooting. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.